Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the inflation lumen. There was blood present in the balloon and the balloon was loosely folded. The shaft of the device had a 4mm longitudinal tear in the inflation lumen 7.1cm from the tip of the device. Inspection of the device presented no further damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.